Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record review was not performed, because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked, the plunger assembly was little loose and rotated, and missing the battery. A review of the event history log identified invalid syringe size. During functional testing the invalid syringe size was found at syringe test and was unable to calibrate the size sensor. The tapered spring slipped over the barrel rod collar. The root cause of the issue was related to a known design issue. A corrective and preventative action has been opened to address the reported issue. Replaced barrel clamp rod, tapered spring and barrel spring and performed preventative maintenance and all functional testing.

Event description:
It was reported that the pumps barrel clamp sensor would not meet minimum calibration. No patient injury or involvement were reported.